Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model#: sc-4316, serial #: n/a, description: next generation anchor kit-sterile. Sc-2316-50 (sn (B)(4)) five cables were fractured cables at the bent/kinked section of the lead body, 1 cm from the clik anchor set screw mark. There were no exposed cables. Sc-2316-50 (sn (B)(4)) device evaluation indicated that the lead passed visual, electrical and photographic imaging tests performed. The lead exhibited normal characteristics. Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg passed impedance and functional test. The battery depletion rate when stimulation is off was within in the range. The ipg passed all the required tests and revealed no anomalies. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the splitters passed photographic imaging tests performed. The lead bodies were cut during the explant procedure, and all the proximal tails were not returned. X-ray inspection found no anomalies. Damage to the device was a result of a typical explant procedure and was not considered a failure. Sc-4316 one of the eyelets of the clik anchor was torn. No parts of it are missing.

Event description:
A report was received that the patient had inadequate stimulation due to high impedance. The patient underwent an explant procedure.

Event description:
A report was received that the patient had inadequate stimulation due to high impedance. The patient underwent an explant procedure.